Manufacturer narrative:
Follow-up #1 date of submission 11/24/2015. Device evaluation:the device has been returned and evaluated by product analysis on 11/10/2015 with the following findings: a review of the black box data showed call service (052) alarms. The pump powered on normally during testing and was exercised for 24 hours with no alarms. Unrelated to the complaint, evidence of moisture was observed in the display. The pump casing was cracked near the top right corner of the display. The pump failed a leak test due to this. The pump cover was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.